Event description:
Pt started using contact lens in 1984. In 06/2004 pt had an eye exam and another pair of lenses was prescribed. Two weeks to two months later the right eye started setting red and was prescribed visine eye drop which cleared it. In march this year he changed contact lens again and started using renu moistureloc and his eyes started tearing and was in pain together with blurred vision. Has now changed to optifree, feels much better.